Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgical technician assembled the tibial articular surface provisional trial incorrectly causing the trial to break into two pieces. It is reported that no pieces were left in the patient. There was no reported delay in procedure and surgery was completed using another device.